Event description:
The customer reported that during volume verification, summit sample handler, did not pipette the correct amount of diluent and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc complaint number 99-02918-07. This report is beyond the 30-day reporting requirement.